Event description:
The reporter stated the surgeon implanted a 12.5mm implantable collamer lens in late 2008, in the pt's right eye (od). The reporter stated the icl was over sized and there was an excessive vault. The pt subsequently experienced shallowing of the anterior chamber and their vision is blurred with glare. There has been pigment dispersion and sutures were required. The surgeon is planning to explant and exchange the icl for a shorter lens.

Manufacturer narrative:
Other (glare), - other (pigment dispersion).